Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that a guide wire tip break occurred. The de novo 15x4mm target lesion was located in the mildly calcified right posterior tibial artery. A 300cm j-tip pt² guide wire was advanced but failed to cross the lesion. During the procedure, the guide wire tip broke. The device was removed and no parts were left inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.